Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Following the procedure, transesophageal echocardiogram (tee) revealed a filamentous thrombus measuring 10mm attached to the central screw of the closure device. A second tee was performed, and the thrombus was no longer present. The patient exhibited no symptoms of cerebral infarction and was discharged. The patient remains under physician monitoring.